Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Unfiled claim and medical record received. After review of the medical records, patient was revised to address left metal on metal failed hip arthroplasty and pain. Revision notes indicated that patient had some grey appearing tissue due to metallosis. Laboratory result showed an elevated cobalt level. Doi: (B)(6) 2009. Dor: (B)(6) 2020. Left hip